Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced spontaneous left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021. The patient experienced pain postoperatively. A subsequent deflation event for this patient was reported under 1645337-2019-20594.

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced spontaneous left sided deflation post procedure. As a result, an explant was performed on (B)(6) 2021. The patient experienced pain postoperatively. A subsequent deflation event for this patient was reported under (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).